Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ae5e. Device evaluation summary: the analysis found that one psee45a device was returned with a non-working firing mechanism and with no cartridge loaded on the device. No further functional testing could be performed due to the condition of the device. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the motor. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the battery failed during an unknown procedure. There were no patient consequences reported. There is no additional information.